Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 15 issue was verified, however, the alleged touchscreen issue could not be verified; the information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. Additionally, it was reported that the pump touchscreen was unresponsive. The customer reportedly reverted to manual injections for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level; customer was unable to administer bolus after meal due to unresponsive touchscreen. Multiple attempts were made by tandem technical support to follow-up with the customer on cgm readings, but no response was received. Bg was addressed via a manual injection.